Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event regarding the rate out of specification. It was noted that the upper case was broken, the lower case, battery drawer, ring cover, battery drawer o-ring and the battery contacts were contaminated. The device failed incoming functional testing but passed upon re-testing. It was determined that the device had intermittent operation. (B)(4).

Event description:
It was reported the EKG (electrocardiogram) monitor showed the pacing rate which was not the same as that shown on the temporary pacemaker. It was also reported the ventricular cable couldn't work appropriately due to poor contact with the temporary pacemaker. The temporary pacemaker was returned for analysis. No patient complications have been reported as a result of this event.